Manufacturer narrative:
Device codes: 1562 not labeled. Internal file number - (B)(4). Device code 1371 removed and 1562 added. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified one manufacturing nonconformity issued that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery that did not have any tortuosity or calcification. During the procedure while inflating an unspecified stent delivery system (sds), the threading where the tubing and the stopcock connect blew off and the stopcock disengaged from the balloon and instantly deflated it. An indeflator was then used with the sds to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.